Event description:
No additional event information to report at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not contribute to the reported event and is not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported the patient had an initial right total hip arthroplasty and was revised thirteen years post implantation due to pain and possible infection. During the revision, it was noted there was no infection, metallosis, or effusion. Delamination and wear to liner and bony impingement to acetabular rim noted. The liner and head were exchanged without complications.

Manufacturer narrative:
(B)(4). Concomitant medical products: hip-unk-liner unk. Report source: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00612. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.